Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that 3 cm of the tip had separated from the rest of the guide wire. The device was removed without any additional intervention. The distal part was pulled apart in a spiral shape. No additional event or pt info is available.